Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient reported that they experienced an unspecified malfunction which occurred an unspecified day after the sensor had been inserted. The sensor stopped communicating with the insulin pump, but there was no error message from the g6 app at that time. The patient was vomiting and lost consciousness. The patients husband found her and administered humalog insulin before calling 911. The patient was taken to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. At the hospital the patient was treated with intravenous (IV) fluids and lexapro. During the event the blood glucose (bg) meter was not working as the bg was too high to be measured and they couldn't remember the continuous glucose monitor (cgm) reading. At the time of the report the patient was extremely week and not well. Performance data was reviewed. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.